Event description:
(B)(6) (cc) called to report that anytime they have the headlamps on and looking down at the patient or looking towards the screen the headlights would interfere with the camera causing tracking to stop. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).